Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received logs revealed alarms indicating o2 supply low. Moreover, the ventilation mode was set to high flow therapy at date of the event (see below). 2024-05-21 20:31:25 parameter change ventilation mode set to high flow. 2024-05-21 20:32:30 parameter change o2 concentration set to 35 %. 2024-05-21 20:32:36 parameter change flow set to 60 l/min. 2024-05-21 20:35:23 parameter change o2 concentration set to 50 %. 2024-05-21 20:36:24 alarm: o2 supply pressure low. 2024-05-21 20:36:17 parameter change o2 concentration set to 100 %. 2024-05-21 20:35:34 alarm: o2 supply pressure low. 2024-05-21 20:35:23 parameter change o2 concentration set to 50 %. 2024-05-21 20:31:25 parameter change flow set to 50 l/min. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The ventilator passed pre-use check prior and after the event date. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for o2 supply pressure low most likely due to that the gas supply could not delivery the high flow that the ventilator was set to. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for o2 supply pressure low. Patient desaturated to unknown level. Final patient outcome is no injury. Manufacturer's ref.#: (B)(4).